Event description:
A customer reported an issue where a cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to remove the case from the pump, inspect the pump and cartridge, and clean the pneumatic tap area. The caller successfully loaded a new cartridge and was able to resume insulin therapy.